Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Voluntary medwatch report number mw5088082.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The patient reported hyperglycemic episodes of blood sugar over 450 mg/dl that required medical intervention in the emergency department. The specific event date(s) and cgm and bg values were not provided. The patient alleged inaccuracy of the blood sugar readings it sends to the insulin pump making it give too much or not enough insulin. The date and location of the sensor insertion was not provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.